Event description:
It was reported that latex was mentioned on the label of the boxes received but the hydrosil go probes were all made of silicone.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Visual inspection noted one photo sample was received. Visual evaluation noted the photo sample shows an lppr shipping label that is added for france that shows the product code 71812 labeled as latex. The hydrosil go intermittent catheters for this product is made out of silicone and not latex. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be vendor/printer error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that latex was mentioned on the label of the boxes received but the hydrosil go probes were all made of silicone.